Event description:
It was reported by service report that the head right side rail would not raise or lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail. Conclusion: user facility is ordering parts to repair on their own.